Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed change sensor. Customer's blood glucose level was 144mg/dl at the time of incident. Troubleshooting found that the customer did not start the sensor properly and that led to the sensor error. Customer was provided assistance with how to properly insert a sensor and how to charge the sensor. Customer mentioned that they had high blood glucose af 419mg/dl but declined high blood glucose troubleshooting.